Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 5 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
(B)(4). A copy of the patient's op report was received indicating that this device was explanted due to prosthetic valve endocarditis, secondary to intravenous drug abuse (ivda). According to the tee evaluation, the aortic valve appeared to be functioning properly. There was no aortic insufficiency with it but there was a large vegetation that was floating above it. Operative findings: this was a very infected valve with vegetation all over and an abscess that was underneath the left main with very friable tissue. After a new prosthetic valve was implanted, tee showed the new valve functioning properly. No perivalvular leak, no intervalvular leak, and no more vegetation. The patient tolerated the procedure well. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the op report indicates that the infection was secondary to the patient's ivda. Although the root cause of this event cannot be confirmed without the sample device, it appears that the patient's ivda likely caused the endocarditis. No further actions are possible with the available information.